Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement pump to be sent, which included updated software and guidance for integration with a g7 sensor, along with instructions for storage mode and returning the faulty pump via ups.